Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("persistent pelvic pain") in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included upper respiratory infection. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy) .essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, hypersensitivity, menstrual disorder, mood altered, somnolence, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dyspareunia, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain lower, back pain and abdominal pain upper had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs) (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on 28-aug-2018: pfs and mr received: case medically confirmed. New reporters, patient demographic information, product indication updated, lot no, historical conditions, concomitant disease and concomitant medications added. New events: uterine perforation, fallopian tube perforation, device expulsion, mood altered, somnolence, fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhea, dyspareunia, weight increased, alopecia, abdominal pain lower and back pain, stomach pain added. Outcome for the events pelvic pain recovered / resolved. Event infections updated to urinary tract infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("persistent pelvic pain") in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included upper respiratory infection. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, tension headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy), and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, hypersensitivity, menstrual disorder, mood altered, somnolence, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dyspareunia, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain lower, back pain and abdominal pain upper had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs). (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistent pelvic pain') in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper respiratory infection. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, tension headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain"), abdominal pain upper ("stomach pain"), anaemia ("anemia"), dermatitis allergic ("allergy : rash / skin condition"), post procedural complication ("post removal complications") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, hypersensitivity, menstrual disorder, mood altered, somnolence, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dyspareunia, weight increased, alopecia, anaemia, post procedural complication and genital haemorrhage outcome was unknown, the pelvic pain, abdominal pain lower, back pain, abdominal pain upper and dermatitis allergic had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, post procedural complication, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs) (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Events resolved after device removal: pain, bleeding, allergy, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events were added: anemia, rash, skin condition and post removal complications. Events resolved after device removal: pain, bleeding, allergy, migration and perforation. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistent pelvic pain') in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper respiratory infection. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, tension headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain"), abdominal pain upper ("stomach pain"), anaemia ("anemia"), dermatitis allergic ("allergy : rash / skin condition"), post procedural complication ("post removal complications") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, menstrual disorder, mood altered, somnolence, fatigue, depression, anxiety, dyspareunia, weight increased, alopecia, anaemia and post procedural complication outcome was unknown, the pelvic pain, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower, back pain, abdominal pain upper, dermatitis allergic and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, post procedural complication, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs) (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Events resolved after device removal: pain, bleeding, allergy, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistent pelvic pain') in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper respiratory infection, trauma, uterine fibroid and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, tension headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain"), abdominal pain upper ("stomach pain"), anaemia ("anemia"), dermatitis allergic ("allergy : rash / skin condition"), post procedural complication ("post removal complications") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, menstrual disorder, mood altered, somnolence, fatigue, depression, anxiety, dyspareunia, weight increased, alopecia, anaemia and post procedural complication outcome was unknown, the pelvic pain, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower, back pain, abdominal pain upper, dermatitis allergic and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, post procedural complication, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs). On (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Events resolved after device removal: pain, bleeding, allergy, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information , other relevant history added. Real fu was received and there was no significant change in the medical context of case we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistent pelvic pain') in a 39-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper respiratory infection. Previously administered products included for an unreported indication: birth control pills from 2005 to 2006 and iud nos from 2006 to 2011. Concurrent conditions included overweight, dysfunctional uterine bleeding, upper respiratory infection, tension headache, papilledema, adenomyosis and blurred vision. Concomitant products included cyclobenzaprine since (B)(6) 2013, diclofenac sodium since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), medroxyprogesterone since (B)(6) 2017 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody"), somnolence ("hormonal changes describe: sleepy"), fatigue ("hormonal changes describe: tired"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary tract") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), abdominal pain lower ("pain, lower abdominal area"), back pain ("pain, back area/lower back pain"), abdominal pain upper ("stomach pain"), anaemia ("anemia"), dermatitis allergic ("allergy : rash / skin condition"), post procedural complication ("post removal complications") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, menstrual disorder, mood altered, somnolence, fatigue, depression, anxiety, dyspareunia, weight increased, alopecia, anaemia and post procedural complication outcome was unknown, the pelvic pain, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower, back pain, abdominal pain upper, dermatitis allergic and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic pain, post procedural complication, somnolence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:patient did not undergo essure confirmation test (as per pfs) (B)(6) 2011 (as per mr): essure device totally occlude the fallopian tubes. Events resolved after device removal: pain, bleeding, allergy, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcome of vaginal haemorrhage, genital haemorrhage, menorrhagia, allergic reaction, urinary disorder and urinary tract infection and dermatitis allergic was updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.